Event description:
Pt was intubated and being ventilated with adult manual resuscitation bag while nurse was suctioning secretions. Pt developed bradycardia and o2 desaturation. Code called on pt and the respiratory technician responding to the code became suspicious of the peep valve on the bag. When the valve was removed, bagging became easier. Inspection of peep valve revealed occlusion from mucous secretions. Per conversation with (pulmonary care) facility has discontinued use of the current baxter resuscitation bag and associated peep valves until this incident is investigated further. (Sales rep for baxter) contacted by (materials management) to arrange a meeting to discuss the incident.